Manufacturer narrative:
The material number has been updated, which is reflected in this follow up report.

Event description:
Loss of osseointegration. The material number has been updated, which is reflected in this follow up report.

Event description:
Loss of osseointegration